Event description:
Failure to osseointegrate

Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate.

Manufacturer narrative:
Upon inspection of part it was found to be 674213np not 674211np. Di # (B)(4), premarket submission # k201553.